Manufacturer narrative:
Clinical evaluation confirmed a type 1a endoleak and a type 2 endoleak. There is not enough information to determine the root cause of the reported event. The device was not returned for further evaluation. Potential contributing factors to the reported event include; off label use, patient anatomy, antiplatelet therapy, anticoagulation therapy, and two non endologix stents implanted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a limb extension on (B)(6) 2008. A type 1a endoleak was discovered during the initial procedure and the physician elected to implant a palmaz stent to resolve the issue. The patient had another subsequent endovascular event in 2011 where the physician added a second palmaz stent to seal a type 1a endoleak. On (B)(6) 2016 the patient came in emergently with back pain and the physician elected to implant two suprarenal aortic extensions to resolve the issue. The patient is in stable condition.